Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual examination of the provided pictures and videos identified removed implants and that a subcomponent has been removed and moves freely. No images of the tibia were provided, and the tibia was not returned. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: broken bone in the tibial area, possible loosening of the tibia, excess tissue that may be the pseudo tumor. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. This complaint has not been confirmed with the information provided. If any further information is received which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2023-03038 d10-medical product distal femoral component item# 00585001201 lot# unknown. Unknown tibial tray polyethylene insert size b item# 00585001295 lot# unknown articular surface with segmental hinge post size b 12 mm height item# 00585002012 lot# unknown g2- united kingdom customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the distal femur caused pseudo tumor and a patient was revised approximately seven and a half years post implantation due to tibial fracture and loosening. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned or pictures provided of the tibial tray; therefore, visual and dimensional evaluations could not be performed. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. The reported bone fracture event is confirmed from the provided x-ray for the tibial tray. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue. To monitor for trends.

Event description:
It was reported that a patient was revised approximately seven and a half years post implantation due to tibial bone fracture and a pseudo tumor caused by a worn and fractured poly box.